Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
This pack was opened and a blue plastic cap had fallen off the top of the pediatric reservoir. It was cracked and sitting in the bottom of the pack. There was no further issue and the pack was used without incident.